Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case was dented, the lower case and side bail covers were broken, and the keyboard was out of specification due to the upper case being dented.

Event description:
It was reported that the sense light would not light on the external pulse generator. It was also reported the pacing light was on instead of sensing. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.